Event description:
It was reported that the patient was hospitalized in early august and during the hospitalization it was determined that the vns was still working but would need to be replaced. Attempts for further information have been performed; however, no response has been received to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.